Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an infected rash under the rear therapy electrodes. The patient's physician advised the patient that they had an allergic reaction. The patient's physician prescribed the patient a cortisone salve. There is no indication of a device malfunction. The patient's medical condition is unknown.